Event description:
It was reported that the pulse generator exhibited ventricular oversensing due to electromagnetic interference (emi) from an electric lift that was used to move the patient around his home. The use of the electric lift caused the patient to pass out twice. The patient has not passed out otherwise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.